Manufacturer narrative:
The reason for this revision surgery was reported as an infection. The previous surgery and the surgery detailed in this event occurred 47 days apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records could not be conducted for item 114823 & 414992. Because of the acquisition by djo surgical, an extended search of zimmer biomet records cannot be conducted. Any records before the acquisition date, that have not been forwarded, will not be made available. A review of the device history record (DHR) for item 540-00-000, shows that the reported component, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the products that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to an infection. There were no indications that the reported device was the source of the patient's infection. The findings did not lead to a firm conclusion since the needed records were not made available at the time of this investigation. If more information is received at a later date, the complaint will be updated. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to an infection that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to infection.